Event description:
During a breast biopsy, patient had to be re-incised because at 30 watts coag the sabre 2400 would jump to spray mode and the pencil would arc all over the place. The pencil was not saved.